Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of inadequate capture and difficulty or delayed positioning were not confirmed. Visual inspection found no anomaly on the helix. Further analysis performed found no anomalies contributing to reported event of capturing problem.

Event description:
Related manufacturer reference number: 2017865-2023-42470. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, when an initial placement was found, the capture threshold of the lp increased in tether mode. The lp was unscrewed and repositioned when the delivery catheter and lp slipped out of place. An echocardiograph was completed to reveal a cardiac tamponade and pericardial effusion. The lp remained in place, percutaneous cardiopulmonary support (pcps) was performed, and a thoracotomy procedure was completed. The lp was then explanted, and the myocardium was sutured to control the bleeding. The patient was transferred to the intensive care unit where they passed away the following morning.